Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with twitching at the device site during pacing. Failure to capture, and ventricular noise causing inhibition were also noted. There was undersensing in the bipolar and unipolar tip configurations. The ventricular polarity was changed to the unipolar configuration with a decreased pulse amplitude and an increased pulse width.